Event description:
It was reported during a therapeutic laparoscopic cholecystectomy procedure, the high flow insufflation unit did not build up pressure and continuously displayed the error message "excessive pressure". Despite replacing the insufflation tube and trocar, and checking the carbon dioxide (co2) cylinder, the error could not be rectified. The surgery was then converted and performed openly. No further patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was reported.

Manufacturer narrative:
This supplemental is being submitted to provide additional final investigation results as well as updates to fields h6, h7 and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A labeling review of the product label and instructions for use found no abnormalities. A complaint history review was also conducted; there were no trends requiring further escalation. Device log analysis was attempted, but there was no pertinent information in the log file. Lastly, in addition to the previously reported software update, the circuit board was also replaced due to corrective action.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, h3, h6, h7, h9, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the following was determined to be the cause of the malfunction: software updates were required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.